Manufacturer narrative:
Investigation summary: the event unit was not returned but a photograph was provided. The photograph showed the snap ring was separated from the bead. Although the incident product was not returned, the snap ring may have separated when it came in contact with the trocar or fascia. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The instructions for use (IFU) state, "remove the trocar cannula from the incision, then remove the specimen by pulling on the cord loop, thus retracting the bag through the port site." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy: " when the bag was removed through the fascia, the bag was engaged with the trocar or fascia and the snap ring fell into abdominal cavity."